Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the inappropriate shocks were delivered for atrial fibrillation (af) with a rapid ventricular response. The patient's medication was adjusted and no other intervention took place.

Manufacturer narrative:
Concomitant medical products: 4968-60 lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) possible delivered inappropriate shocks for supra ventricular tachycardia (svt) that was detected as fast ventricular tachycardia (fvt). The crt-d remains in use. No further patient complications have been reported as a result of this event.